Manufacturer narrative:
The device was received and evaluated by beta bionics. The user complaint of alert 57 was confirmed through failure investigation. Manufacturer review determined that alert 61 is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are known and have been previously evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas displayed persistent dual malfunction alarms 57 (software runtime error) and 61 (external flash write error) after a restart sequence, and the user transitioned to multiple daily injections with a reported blood glucose of 147 mg/dl while a replacement ilet was arranged per protocol. Symptoms included device alarms without reported injury. Outcomes included temporary interruption of pump therapy and reliance on backup therapy, with continued cgm use on a mobile app or receiver. Investigation of this case included customer service troubleshooting as well as receipt and inspection of the returned device. The investigation identified a persistent software runtime error associated with device malfunction that was not resolved by power cycling. In addition, analysis revealed a malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. Based on the investigation findings and previously established findings for similar reports, it was concluded that the device experienced a malfunction involving both software-related behavior and internal hardware failure, and the device was replaced.